Event description:
On 29-jun-2022, a spontaneous report was received from a consumer via the FDA (mw5110429). The verbatim of the report is as follows: burning of vaginal area after using pad. Had to remove. The honey pot 100% organic cotton cover every day liners. Menstrual cycle. The reporter contact information was not provided, subsequently, follow up was not possible.

Manufacturer narrative:
Evaluation of the incident is in progress. Investigation methods or the ability to conduct an investigation is currently being determined. Additional information will be provided.